Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event reported only as (B)(6) 2013. Device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint that the unit doesn't function was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months was reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(6). Placeholder.

Event description:
It was reported that during an unknown surgery a battery oscillator stopped working when pressure was applied to the bone. There was no delay in surgery as a spare battery oscillator was available for use. No injuries or medical intervention was reported. No additional information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.